Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that during a cartridge change the plunger stayed attached to the piston rod of the infusion device, and the new cartridge was screwed in over it, resulting in an over delivery of insulin. The wife also reported insulin being within the cartridge compartment of the infusion device. The customer experienced severe hypoglycemia and the wife treated the customer with a sweet drink. The customer tested at this time and received a blood glucose result of 2.4 mmol/l on his freestyle libre 2. A short time later the sensor of the freestyle libre 2 signaled a result of "low". The wife called an ambulance. The blood glucose results and treatment provided by the emt's was not provided. The customer was transported to the hospital. The blood glucose results and treatment received at the hospital was not provided. The customer was admitted into the hospital over night and was discharged the next day with a blood glucose result of 10.4 mmol/l.